Event description:
No injury [no adverse event] toothbrush head. Not staying on the toothbrush. Came off in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that the oral-b toothbrush head did not stay on the oral-b toothbrush. They came off in her mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.